Manufacturer narrative:
The t:slim pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "severe" low blood glucose (bg). However, the exact value was not provided. Bg was addressed with carbohydrates. Reportedly, the customer over corrected using the pump as the customer gave more insulin than what the pump suggested to quickly lower bg when bg was elevated. The cause of elevated bg was unknown.